Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, leading to a visit to the emergency room where the customer stayed for 3-4 hours. Blood glucose level dropped to 20 mg/dl during the incident. Treatment with IV and saline fluids resolved the issue, and no injury or permanent damage was caused. Customer was released the same day. Technical support educated the caller about control-iq technology and checked for system malfunctions, finding no issues with active readings. Despite the acknowledgment, caller did not fully accept that control-iq was functioning as intended. Customer was advised to monitor the pump, with case resolved and closed after consultation.